Event description:
It was reported that the hi/lo motors were stuck and staff members allegedly injured their backs moving pts more frequently.

Manufacturer narrative:
Investigation is on-going; a follow-up report will be submitted with results.